Event description:
Event description guidant received information that prior to implant, this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was not implanted.